Event description:
Customer reported the insulin pump alarmed no delivery during prime. Customer reported the cannula was not bent or occluded. Customer reported that she changed the infusion set boxes she was using and now everything was fine. Customer's blood glucose was 234 mg/dl. Customer reported she bent the blue transfer guard when was trying to get insulin out of the vial. Troubleshooting was not performed due to customer had all ready done a complete set change the root cause of the alarm was not found. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.